Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the drawer 1.1 with all cubie pockets not detected on bus due to component issue. Field service engineer reseated drawer controller board connector to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 1.1 with all cubie pockets not detected on bus, which caused delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.